Event description:
The customer reported after about 7-10 minutes of monitoring the device gives a low battery message then shuts down. There was no patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.